Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 20 mg/ml at 7 .925 mg/day and clonidine 3000 mcg/ml at 1188.7 mcg/day via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the patient¿s pump has been stalling and recovering. The first known stall/recovery seen in pumps logs was (B)(6) 2019. No patient symptoms reported, and the patient did not know motor stalled. The environmental, external or patient factors that may have led or contributed to the issue was the noted as the cause of the event is undetermined. The patient had an MRI on (B)(6) 2019 and had the logs read for recovery at the healthcare provider¿s office afterwards. That was when the healthcare provider saw 2 motor stalls with recovery before the date of the MRI on (B)(6) 2019 and (B)(6) 2019. The diagnostics and troubleshooting performed was the patient was seen for a refill on (B)(6) 2019 and the logs were read again, and multiple motor stalls were seen. A motor stall occurred on (B)(6) 2019 at 9:46pm and recovery at 9:51pm, a motor stall occurred on (B)(6) 2019 at 12:23pm and recovery at 1:20pm, motor stall occurred on (B)(6) 2019 at 2:39pm and recovery at 2:44pm, motor stall occurred on (B)(6) 2019 at 6:14pm and recovery at 6:19pm, motor stall occurred on (B)(6) 2019 and recovery on (B)(6) 2019 at 12:32am. Motor stall on (B)(6) 2019 at 9:06pm and recovery at 9:23pm, motor stall occurred on (B)(6) 2019 at 1:23pm and recovery at 2:00pm and a motor stall on (B)(6) 2019 at 9:48am and recovery at 9:53am. The actions and interventions taken to resolve the issue was replacement surgery was discussed but no intervention was planned at this time. The healthcare provider instructed the patient to contact them if the critical alarm was heard and/or any medical symptoms were experienced. The healthcare provider demonstrated the alarm for the patient. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.